Manufacturer narrative:
There are two associated events reported for the same model number device for the same issue on the same day. These events are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device did not yield an image. This is attributed to the faulty cable unit. In addition, the rear cover label is faded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the olympus representative, during reprocessing the device did not yield an image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of no image was due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.